Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the oversensing occurred during a surgical procedure. It was suspected to be due to cautery. The rv lead and implantable pulse generator (ipg) remain in use.